Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the battery charger/modem exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that it was experiencing battery/charger faults.